Manufacturer narrative:
The case description states that the user is having issues connecting a new pod and received a system error. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The logs show that the user deactivated their previous pod before attempting to activate a new pod. The audit log file shows that after this pod was deactivated, the system began the activation process many times but could not get past step 1. Engineering logs indicate that during these times, the number of pairable pods found was 2 or more so the controller did not finish activation. It could not be determined whether there were more than one active pods in the area when the user was attempting activation. The logs also confirmed that a system error alarm had been generated on the date of occurrence after the user was attempting to activate a new pod. The system error alarm was of error code 50-50074-12114-006, which the system designated as a system failure error. Inspection of the log files found no abnormalities that would have prevented the controller from successfully completing activation if there was only one pod available. The exact cause of the reported event and alarm could not be determined.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) (specific blood glucose levels not provided). The patient attempted to activate a new pod twice but failed to connect the pod to the controller. The patient did not have a backup method for insulin delivery. The patient called 911 and was taken to the emergency room (ER). The patient reportedly experienced symptoms resembling a heart attack, difficulty breathing, nausea, chills, and alternating hot and cold sweats. Intravenous fluids and insulin was provided for treatment. The patient was admitted overnight and was discharged after approximately 1 day and 6 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.